Event description:
Receiving a high reading. In blood glucose tests, customer received a lab reading of 122 mg/dl compared to a meter reading of 243 mg/dl within 10 minutes. There was no report of death, serious injury or mistreatment associated with this event.